Manufacturer narrative:
Biological material present on device. Device analysis conclusion: the oad and wire were received at csi for analysis. The guide wire was engaged in the oad. Review of the device data log identified five of nine treatments resulted in stall events, which confirmed the report that the oad stalled. Analysis also revealed adhered biological material on the driveshaft distal to the crown. The engaged guidewire was removed with significant resistance felt in the area of adhered material, which confirmed the report that the oad had pulled the wire out of position during use in vivo. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material is unknown. The oad operated as intended during functional testing. At the conclusion of the device analysis investigation, the reported events were confirmed, but the root cause of the events could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced into a lesion in the ostial circumflex artery via groin access. The nose of the device was advanced into the lesion prior to treatment due to the severity of the tortuosity (90 degrees). The device stalled during the first treatment. The patient remained stable and asymptomatic, and imaging was performed prior to starting a second treatment. During the second treatment pass, the device stalled again, and the wire and device jumped backwards around the bend in the vessel. As a result the guide wire was inadvertently pulled proximal to the lesion. The oad and wire were removed, and material was noted on the crown. The patient remained stable, and there was no evidence of perforation, dissection, or slow/no flow. An unsuccessful attempt was made to rewire the vessel. Since the vessel could not be rewired, the remainder of the procedure was aborted.